Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. There was no adverse event as a result of the battery malfunction.

Event description:
03/01/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a battery was unable to power on a monitor.